Event description:
There was a 6 week period that the patient's neurostimulator (ins) turned off 3 times. He lived in a nursing home. His device was interrogated and the battery life was still good. The ins was checked to see if the wander guard or pressure seat safety device was the cause. It was finally noticed that the fish tank had a magnetic eraser. He was pushed up next to it in his wheelchair and his ins turned off.

Manufacturer narrative:
(B) (4).